Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
It was reported that an error 7700 (air detected downstream of the bubble catcher) randomly occurred during continuous venovenous hemodiafiltration (cvvhdf) therapy. It was confirmed that there were no issues with the set-up of the system. The tubing system was inserted correctly, the return line was properly inserted in air bubble detector (abd), the catheter(s)/cannula(s) were properly connected, and all connections were tight. The infusion port was correctly closed, and the level in the bubble catcher was set correctly. Additionally, there was no air in the return system. The technician checked the abd to confirm it was operating properly. Due to the event, the patient¿s treatment had to be discontinued and they experienced approximately 500 ml of blood loss. The sample was not available for evaluation. Multiple attempts to obtain additional information were made, and thus far no further details have been provided.

Manufacturer narrative:
Plant investigation: the actual complaint sample was not available for manufacturer evaluation. Instead, a product examination was conducted on the retained samples. The samples underwent a visual inspection where they were checked for component defects, assembly failure, and conformity with the product specifications. Leakage testing was also performed where air/liquid pressure was applied to check for assembly failures and leaks. At the completion of testing, no failures could be found. A review of the device history record (DHR) was performed. The batch production record controls resulted with conformity. No non-conformities were observed during the manufacturing process. The described situation is adequately addressed in the instructions for use (IFU) and/or on the label. Based on the testing results and other known details, a cause for the reported event could not be established.

Event description:
It was reported that an error 7700 (air detected downstream of the bubble catcher) randomly occurred during continuous venovenous hemodiafiltration (cvvhdf) therapy. It was confirmed that there were no issues with the set-up of the system. The tubing system was inserted correctly, the return line was properly inserted in air bubble detector (abd), the catheter(s)/cannula(s) were properly connected, and all connections were tight. The infusion port was correctly closed, and the level in the bubble catcher was set correctly. Additionally, there was no air in the return system. The technician checked the abd to confirm it was operating properly. Due to the event, the patient¿s treatment had to be discontinued and they experienced approximately 500 ml of blood loss. The sample was not available for evaluation. Multiple attempts to obtain additional information were made, and thus far no further details have been provided.